Event description:
It was reported adjustable gastric band eroded and pt developed a fibroid. The band was removed with no reported pt complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.